Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited loss of sensing and noise. The lead was capped and replaced successfully on (B)(6) 2016. The patient was asymptomatic and condition was good post procedure.